Event description:
The facility representative reported an infusion pump with depleted batteries. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of depleted batteries was confirmed during service on 12/20/2006 at the customer's facility. The batteries were one discharge below alarm threshold. The batteries were replaced. This issue is currently being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.